Event description:
The service repair technician reported that during routine testing of the device at the service center, the direct current (d/c) power outlet receptacle was broken. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.